Event description:
It was reported that during a case involving the subclavian (off label use), predilatation was first performed. The stent delivery system (sds) was advanced forward through the 8f guide catheter and just as it exited the guide catheter, the stent dislodged. As the vessel was still wired, the guide was pushed up to the stent and it was captured and pulled to the external iliac, where it was deployed with a balloon catheter. No pt effects were reported.